Manufacturer narrative:
This report is being submitted to provide additional information based on the evaluation results of the returned device. Based on the evaluation performed on the returned device, the reported teflon pad damage was not confirmed. The evaluation showed that the teflon pad was still intact, but has a burnt mark. The grasping section (jaw) was misaligned, as it is leaning towards the left side when the device is fully closed. The device was operating appropriately.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The cause of the reported failure cannot be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, it was observed that the teflon pad was partially detached. The intended procedure was completed using a different but similar device. No patient injury was reported.